Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Power connector plug in and locked in place properly. No blank display or partial display anomalies noted. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. Device passed displacement test, active current measurement and self test, however device failed sleep current measurement and received unexpected battery power loss due to corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went swimming and insulin pump was freaking out and also had keypad anomaly. The customer's blood glucose value was 117 mg/dl. The customer stated that the insulin pump was vibrating but there was nothing on screen only red light was flashing. Customer stated that there was no physical damage to the insulin pump. Customer reported past exposure of the insulin pump to fluid and there was no visible water in the pump and the keypad was unresponsive. Customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.